Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle's locking mechanism broke and snapped off on the second pass. The issue occurred during a therapeutic linear endobronchial ultrasound procedure and was completed using an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d9, g1, h2, h3, h4, h6, h11. Corrected h5 was submitted incorrectly in previous report should have been no. Corrected h8 was submitted incorrectly in previous report should have been initial use of device. The device was returned to olympus for inspection; however, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.